Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# pr285504 summary of investigational findings: it was reported that after three unsuccessful attempts to deploy the filter from the femoral introducer, attempts were made to retrieve the filter back into the sheath, but this was not possible. Consequently, the sheath with partly covered filter could not be removed from the patient, but stuck in the femoral vein and was surgically removed. The introducer dilator, the three-way stop cock, and the detached filter were returned with the femoral introducer placed inside the introducer sheath. The handle of the femoral introducer was not connected to the back of the sheath. The dilator was wrapped likely to fit into the plastic bag for return. The introducer sheath with the femoral introducer inside was slightly curved and a dent was noted in the most distal tip of the sheath. The red safety button was pressed, ie the system was unlocked, but when pressing the release button, the release mechanism did not work. This malfunction was found due to the system being blocked with hardened blood/contrast, but after soaked in water, it worked as intended and the piston moved freely inside the cup of the femoral introducer. The filter was severely damaged with the secondary filter legs squeezed upwards against the filter hook, thus confirming the reported attempts of retrieving the partially deployed filter back into the introducer sheath. The instructions for use caution that attempting to retract the pre-deployed filter back into the sheath could damage the shape of the filter. Based on these findings the exact reason for the difficulties encountered, when attempting to release the filter in the first place cannot be determined, but the blockage and/or the femoral introducer not being properly attached to the introducer sheath may have caused them. There are adequate controls in place to ensure that this type of device is manufactured to specifications. It was determined that because any discovered non-conformances were properly dispositioned before qc release, there is objective evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Occupation: lead tech. PMA/510(k) k172557. Investigation is still in progress.

Event description:
In the attempt to try and place an ivc filter in the inferior vena cava we sheathed the filter and the filter would not deploy. After at least 3 attempts, we then retrieved the filter back in the sheath but not completely. The filter would not come into the sheath past the half way mark. After resheathing the ivc filter then removing the sheath out of the patient, the physician experienced difficulty in the total removal of the device and was unable to completely remove the filter. The filter became stuck in the femoral vein. Patient was taken to the or and the device was surgically removed. Patient outcome: unknown.